Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that five days after getting the new vibe pump, they noticed that seven times out of ten, when they wake the screen, a vertical line appears on the right side and will disappear over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: returned battery cap and cartridge cap were used to complete the investigation. The pump powers ¿on¿ with a fully clear and illuminated display screen, the display screen is slightly crooked to the left side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.